Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited electromagnetic interference when near a plasma blade. It was also reported that the ipg exhibited an increase in pacing rate and pacing spikes due to the electromagnetic interference. The ipg remains in use. No patient complications have been reported as a result of this event.